Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed a button error. Customer treated with manual injection. The blood glucose reading was 320mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly, no button error alarm noted. Insulin pump received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection.